Event description:
It was reported that bd facscanto¿ ii was leaking biohazard that was not contained within the instrument. The following information was provided by the initial reporter: "1. Was the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? After waste line. 6. Was the waste mixed with decontamination or bleach? No. 7. Was the customer/bd personnel physically in contact with the fluid? No. * there was a liquid leak, but there was no human damage. Liquid leaks from the manifold in the cart".

Manufacturer narrative:
H6: investigation summary ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962, serial # (B)(6). ¿ problem statement: customer reported complaint on a leakage of biohazard not contained within instrument. ¿ manufacturing defect trend: there are (B)(4) qns (quality notifications) related to the reported issue. Date range from 21dec2020 to date 21dec2021. ¿ complaint trend: there are (B)(4) complaints related to the issue of leakage of biohazard not contained within the instrument. These complaints can be found in the attached complaint trend file. Date range from 21dec2020 to date 21dec2021. ¿ manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak not contained within the instrument was due to a worn fluidics manifold. The customer had noticed a liquid leakage from the wetcart fluidics manifold and requested help from bdb support. An fse (field service engineer) was sent onsite for the repair and they were able to identify the worn fluidics manifold. The fse replaced the manifold (pn 644254), aligned the optics, and confirmed that the leakage had been resolved. After the repairs, the cv% was adjusted with ultrarainbow beads and a cst check performance test was performed and passed. No parts were requested for evaluation as the replaced part is not returnable and was discarded. Although the leakage was of a biohazardous material, the customer confirmed that they did not come in contact with the leakage and were not harmed in any way. Additionally, the leakage was not under pressure and thus did not increase the risk of exposure. Proper daily and monthly cleaning and maintenance can help in preventing lowered performance of the system, and can be found in the bd facscanto ii instructions for use (IFU), #23-20269-00 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2010. Defective part number: 644254 - manifold ll3vm2 wetcart. Work order notes: o subject / reported: liquid leaks from the manifold in the cart. O problem description: liquid leaks from the manifold in the cart. O work performed: (treatment) cart manifold exchange. Optical axis adjustment. (Result) confirm that there is no recurrence of liquid leakage in the cart manifold. Cv% adjustment with ultrarainbow beads. Cst implementation (check performance)¿ all pass. O cause: (phenomenon) check for liquid leakage from the top of the cart manifold. (Cause) deterioration of cart manifold. O solution: (result) confirm that there is no recurrence of liquid leakage in the cart manifold. Cv% adjustment with ultrarainbow beads. Cst implementation (check performance)¿ all pass. ¿ returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. ¿ risk analysis: a review of the bd facscanto ii flow cytometer (fluidics) fmea #338960-04ra (version a/revision 1) has identified the causes of worn valve(s) in item ¿23. Valves¿. These risks contains the appropriate mitigations and have safety risks within acceptable levels. Hazard(s) identified? Yes no. O item: 23. Valves. O function: 23.1 block, pass, or direct fluids. O potential failure mode: 23.1.1 valve leaks. O potential effects of failure: 23.1.1.1 fluidics mode operates incorrectly, degradation of performance. O current controls: 23.1.1.1.1 stuck valve or debris or saline buildup. O recommended actions: di rinse daily. O responsible party:n/a. O target completion date: n/a. O actions taken: n/a. O sev: 5. O occ: 7. O det: 1. O rpn: 35. Mitigation(s) sufficient yes no. ¿ root cause: based on the investigation results the root cause of the biohazard leakage not contained within the instrument was due to a worn fluidics manifold. ¿ conclusion: based on the investigation results the root cause of the biohazard leakage not contained within the instrument was due to a worn fluidics manifold. The fse was able to confirm the issue and replaced the fluidics manifold. After the replacement, the optics and cv% were adjusted and the instrument was tested and confirmed to be functioning as expected with no further leakages. No one was harmed or injured, and no medical treatment was performed due to the biohazardous leak. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported that bd facscanto¿ ii was leaking biohazard that was not contained within the instrument. The following information was provided by the initial reporter: " was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination or bleach? No. Was the customer/bd personnel physically in contact with the fluid? No. * there was a liquid leak, but there was no human damage. Liquid leaks from the manifold in the cart."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.